Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A full analysis of the data logs has been performed and this analysis concluded that the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This issue experienced will be addressed through the continuous improvement of our product in the preventative maintenance.

Event description:
It was reported that when trying to start registration, the robot controller would no connect. Just a computer restart was attempted, but unsuccessful. A full shutdown and unplug was done and the robot was able to connect successfully. About a 10 min delay.